Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when sensor was removed it was not there. The customer¿s blood glucose level was 64 mg/dl. The customer reported when he connected the transmitter to the sensor it did not blink. The customer declined troubleshooting for low blood glucose level and low blood glucose level was treated with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.